Event description:
It was reported that the packaging of emg tubes were intact. Prior to use, inflation and deflation tests were performed on the tube cuffs. During radical surgery for bilateral thyroid carcinoma, an air leak from the emg tube was noted intraoperatively. The tube was replaced with a new one, and the procedure was continued. There was a surgical time extension of 10 minutes. 5 tubes had leak issue. Volume of air injected to cuff was not measured. There was no patient complications during event and no impact to patient outcome.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.